Event description:
(B)(6): customer reports that a (B)(6) male pt was undergoing a cystoscopy procedure with stent placement when the system fluoro failed. Physician completed the procedure using endoscopy. No reported injury.

Manufacturer narrative:
Covidien tech support advised customer that there was a possible fuse blown in the main generator cabinet or a k6 relay issue. Customer then said they wanted their own in-house biomed to look at the issue first. Tech support follow up call; the customer said their biomed worked on the system, but she does not know what he did. However, the system is now fully functional. (B)(6): product monitoring follow up: facility biomed reports they had third party service vendor check out the room. Service found some debris in the electrical cabinet and a blown fuse. Fuse was replaced and the room is functioning without issues. No reported problems.